Event description:
When a patient returned to the doctor for a scheduled removal of a ureteral stent, the doctor found that the stent had migrated into the patient's renal pelvis. The patient was taken to surgery for removal of the stent. After removal of the stent , another one was placed. The patient had a very tortuous/winding ureter and the proximal one-third of her ureter was very large, around a 15-20 fr., but the remaining portion of her ureter was of normal size. No further complications were reported.